Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in an adult female patient who had essure (batch no. D06933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, hsil, loop electrosurgical excision procedure, cervicitis cystic, adenomyosis and cervical carcinoma in situ. Previously administered products included for an unreported indication: prenatal vitamin. Concurrent conditions included overweight. Concomitant products included buspirone, ethinylestradiol;norgestimate (ortho-cyclen), nsaids and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced bacterial vaginosis ("infections / infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge, dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), back pain ("back pain") and neck pain ("cervical area pain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), fatigue ("fatigue"), uterine cervical pain ("cervical pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia was resolving, the menstrual disorder, bacterial vaginosis, menorrhagia, female sexual dysfunction, depression, anxiety, back pain, neck pain, weight increased, uterine cervical pain and abdominal pain outcome was unknown and the vaginal haemorrhage and fatigue had resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, neck pain, pelvic pain, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient tolerated the procedure well. Trailing coils: left 04 right 05 to 06 current weight 155 lbs. She had received treatment for pain, urinary, bladder problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. On (B)(6) 2016 patient had fluoroscopic hysterosalpingogram resulted in total bilateral occlusion, a normal uterine cavity is demorutrated. There is no evidence for filling defect or septation. The bilateral fallopian tubes are visualized and appear normal. Bilateral essure devices in standard position. No spillage of contrast sem spilling from the distal ends of the fallopian tube!) Into the pelvic peritoneum. Impression: normal-appearing uterine cavity, bilateral tubal occlusion. Batch no d06933, production date 2014-09-02, expiration date 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in an adult female patient who had essure (batch no. D06933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal, hsil, loop electrosurgical excision procedure, cervicitis cystic, adenomyosis and cervical carcinoma in situ. Previously administered products included for an unreported indication: prenatal vitamin. Concurrent conditions included overweight. Concomitant products included buspirone, ethinylestradiol;norgestimate (ortho-cyclen), nsaids and paracetamol (acetaminophen). On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced bacterial vaginosis ("infections / infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge, dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), back pain ("back pain") and neck pain ("cervical area pain"). In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), fatigue ("fatigue"), uterine cervical pain ("cervical pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and dyspareunia was resolving, the menstrual disorder, bacterial vaginosis, menorrhagia, female sexual dysfunction, depression, anxiety, back pain, neck pain, weight increased, uterine cervical pain and abdominal pain outcome was unknown and the vaginal haemorrhage and fatigue had resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, neck pain, pelvic pain, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient tolerated the procedure well. Trailing coils: left 04 right 05 to 06 current weight 155 lbs. She had received treatment for pain, urinary, bladder problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. On (B)(6)2016 patient had fluoroscopic hysterosalpingogram resulted in total bilateral occlusion, a normal uterine cavity is demorutrated. There is no evidence for filling defect or septation. The bilateral fallopian tubes are visualized and appear normal. Bilateral essure devices in standard position. No spillage of contrast sem spilling from the distal ends of the fallopian tube!) Into the pelvic peritoneum. Impression: normal-appearing uterine cavity, bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2021: mr received: reporter and medical history added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain") in an adult female patient who had essure (batch no. D06933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: prenatal vitamin. Concurrent conditions included overweight. Concomitant products included buspirone, cilest (ortho-cyclen), ibuprofen (motrin), nsaid's and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced bacterial vaginosis ("infections / infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge, dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), anxiety ("mental anguish"), back pain ("back pain") and neck pain ("cervical area pain"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced menstrual disorder ("menstrual bleeding"), fatigue ("fatigue"), uterine cervical pain ("cervical pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia was resolving, the menstrual disorder, bacterial vaginosis, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, back pain, neck pain, weight increased, uterine cervical pain and abdominal pain outcome was unknown and the fatigue had resolved. The reporter considered abdominal pain, anxiety, back pain, bacterial vaginosis, depression, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, menstrual disorder, neck pain, pelvic pain, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient tolerated the procedure well. Trailing coils: left 04, right 05 to 06. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27 kg/sqm. On (B)(6) 2016 patient had fluoroscopic hysterosalpingogram resulted in total bilateral occlusion, a normal uterine cavity is demorutrated. There is no evidence for filling defect or septation. The bilateral fallopian tubes are visualized and appear normal. Bilateral essure devices in standard position. No spillage of contrast sem spilling from the distal ends of the fallopian tube) into the pelvic peritoneum. Impression: normal-appearing uterine cavity, bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received. Events: fatigue, weight gain, cervical pain, abdominal pain added. Outcome of events were updated. Concomitant drugs , concomitant disease were added. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.